Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine implant procedure, the device and right ventricular (rv) lead were attempted to be implanted. Increased shock impedance measurements greater than 125 ohms was observed. The cause of the increased measurements were never conclusively determined. Ultimately, the device and rv lead were removed and never in service. No adverse patient effects were reported during the procedure.

Event description:
Additional information was received that the lead was returned for reliability analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the complete lead was returned. Set screw marks were noted on all terminal connectors, with drag marks noted on the is-1 terminal ring. A superficial cut (not through) in insulation was observed approximately 25 cm from the is-1 terminal pin. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.